Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment, with visible moisture corrosion. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there is a crack at the top of battery compartment. Moisture corrosion is visible in ¿battery compartment¿. Removed pump cover to inspect for the moisture, no moisture corrosion is visible in the pump compartment.